Event description:
Customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. Customer stated they took meal and were unable to deliver meal bolus and had issues changing set. Customer was treated with manual injection and with intravenous insulin drip high blood glucose level. Customers current blood glucose level was 406 mg/dl. Customer had been using the insulin pump system within 48 hours of reported event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer accepted troubleshooting for high blood glucose level. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.